Manufacturer narrative:
(B)(4). Additional information: a document labeling, trending and risk documentation review for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed the reported issue and replaced the instrument manger and power supply, which did not resolve the issue. Fss installed a loaner system, and the loaner system met all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error) occurred on the whitestar signature system during system startup and prim tune process. The initial report indicated that there was no patient involvement reported and no patient treatments delayed or cancelled.